Event description:
Additional information received provided corrected event date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This file represents five of six repots for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a cataract surgery, a patient experienced toxic anterior segment syndrome (tass). Additional information received indicated that the tass symptoms were noted on first post-operative day. During surgery, the phacoemulsification tip couldn't sculpt properly. The patient was not hospitalized as a result of this event. The patient developed corneal edema and hypopyon as complications of the event. The patient required treatment with tobramycin/dexamethasone. There were no surgical complications and no sutures were not required for this event. No cultures were taken. The event was ongoing at the time of this report. . This report represents patient 1 of 3 from this facility.